Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly dumped the defibrillation charge twice. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse patient outcome reported as the patient did not require defibrillation.

Event description:
The customer contacted physio-control to report that their device unexpectedly dumped the defibrillation charge twice. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse patient outcome reported as the patient did not require defibrillation.

Manufacturer narrative:
Physio-control received additional patient information from the customer and the appropriate selections in block a have been updated. The customer provided physio-control with all the available patient information. Patient fields in which information is not provided were intentionally left blank.